Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. Customer's blood glucose level reached 577 mg/dl due to the issue. Customer took corrective action with a correction injection via mdi without needing third-party assistance. Technical support provided pump reset information and assisted caller with resetting the pump, which resolved the issue without recurrence. Customer was instructed to continue using the pump and to call back if any malfunction code recurs, and they acknowledged and understood.